Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer experienced insufficient negative pressure. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Evaluation of the photos confirmed the customer reported defect for both batches. Additionally, 20 retained samples underwent functional tests, and all tubes were within specification for batch: 4302117. Also, 20 retained samples underwent functional tests for batch: 4262566, where 8 out of 20 samples failed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed the indicated failure mode: underfill for both batches. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer experienced insufficient negative pressure. There was no health impact or consequence report.